Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 was set to the wrong language. The complaint was classified based on the customer care advocate (cca) documentation . The patient reported the issue began on (B)(6) 2015. The patient manages his/her diabetes with other debates medication. It is unknown if the patient made any changes to his/her usual diabetes management regimen in response to the alleged product. The patient claims he/she developed symptoms of "headache, weakness, rt, eye hurts and sweats" at an unknown time after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the lfs device malfunctioned.